Manufacturer narrative:
Findings: pump was received with failed battery test alarm due to corroded battery tube. Unable to perform a download or communicate with blood glucose meter due to failed battery test alarm. Unit had cracked battery tube threads and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating they have issues uploading carelink on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.